Event description:
It was reported that 8mm micro bipolar forceps instrument seam in plastic at distal tip is opening. Blood or rust inside. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm micro bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and visual inspection displayed no signs of physical damage. No missing or broken components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument is in its expected condition. The product is considered conforming in its current state.

Event description:
Refer to h11 for follow-up information.